Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance anomaly. No additional adverse patient effects were reported. Additional information received detailed this rv lead was surgically abandoned due to high shock impedance measurements within normal limits and high capture thresholds. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance anomaly. No additional adverse patient effects were reported.